Event description:
Clinical narrative update: additional information provided on 03jun2026 it was confirmed that they did not reposition, the issue resolved on its own. Clinical narrative: a 68-year-old male underwent impella cp support for high-risk percutaneous coronary intervention (hrpci) with a pre-support clinical state consistent with scai shock stage d. The device was inserted percutaneously via the right femoral artery on (B)(6) 2026 at 19:22 and operated at p-2 providing 2.3 l/min of flow with d5w sodium bicarbonate used as the purge solution. During support, two elevated plasma free hemoglobin (pfhgb) values were reported within a 24-hour period, initially 240 at insertion, followed by 60, and subsequently decreasing to 20. Urine remained clear yellow throughout. Echocardiogram demonstrated acceptable device positioning, though measured at 4.6 cm. The patient was successfully weaned, and the device was explanted on (B)(6) 2026 at 16:10. The patient survived the procedure and remained in critical condition. Hemolysis is a known risk associated with impella cp and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.